Event description:
It was reported that a knee revision surgery was booked by the doctor on may 27. The x-rays shows possible breakage of ps insert post. Primary surgery was done by the same surgeon in 2008 using a genesis ii ps. For this revision the surgeon exchanged the insert which will be send as retrieved implant. The ps insert peg was intact and not broken as expected from x-ray and clinical examination. The tibia was subluxed posteriorly. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The post of the device is damaged as well as about faces of the device. The device shows signs of prolonged use. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that this complaint from south africa reports the revision of a genesis ii high flex poly insert because of possible breakage. The surgeon exchanged the insert which was intact and not broken as expected from x-ray and clinical examination. The tibia was subluxed posteriorly. : smith and nephew has not received adequate materials (the operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could not be corroborated. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that this complaint from south africa reports the revision of a genesis ii high flex poly insert because of possible breakage. The surgeon exchanged the insert which was intact and not broken as expected from x-ray and clinical examination. The tibia was subluxed posteriorly. : smith and nephew has not received adequate materials (the operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
E1: information was corrected.